Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Accidental device ingestion [accidental device ingestion]. Dyspnoea [dyspnoea]. Feeding disorder [unable to eat]. Device physical property issue [device physical property issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 7-decade-old male patient who received double salt dental adhesive cream (new poligrip si2) cream for denture wearer. Concurrent medical conditions included denture wearer. On (B)(6) 2023, the patient started new poligrip si2. On (B)(6) 2023, less than a day after starting new poligrip si2, the patient experienced accidental device ingestion (serious criteria gsk medically significant), dyspnoea, unable to eat and device physical property issue. On an unknown date, the outcome of the accidental device ingestion, dyspnoea, unable to eat and device physical property issue were unknown. It was unknown if the reporter considered the accidental device ingestion, dyspnoea, unable to eat and device physical property issue to be related to new poligrip si2. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on (B)(6) 2023, accidental device ingestion (seriousness criteria: gsk medically significant) developed within a day after the initiation of new poligrip si2. The patient bought new poligrip si2 2-3 days ago at a store. When he used this product, it became sticky in the mouth and he had to call an ambulance. He swallowed the product and dyspnoea (seriousness criteria: non-serious) developed. Because of stickiness inside the mouth, unable to eat (seriousness criteria: non-serious) persisted for a day. He only used an amount stated on the instruction form. Before these events developed, he was using another product. Because the previous product was not in the store, he bought new poligrip si2. On an unknown date, he did not provide the information on his current status. No further information is expected. Follow-up information received on 19 may 2023 additional details: [summary of investigation] case number: (B)(4). Related interaction: (B)(4). Product name: pqc196746. Global product description: poligrip total protection ex denture fixative cream unknown size. Primary package lot number: unk. Criticality: critical. Investigation results: related hsi / ae:(B)(4). Hsi related case number: (B)(4). Investigation evaluation: no sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Complaint conclusion: unsubstantiated . Investigation completion date: 2023-05-19 06:43:33.